Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer was using off-label insulin with the pump. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration.